Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their teeth are not aligned. Their back teeth seemed to be slanted and do not touch to be able to chew. Patient provided bite video and was determined there is a posterior open bite. Advised patient to do a resting period.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.